Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was explanted due to an unknown reason.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient lead was explanted due to an unknown reason.